Event description:
While drilling through fast guide on the 1.5mm web plate, the drill seized inside the guide, causing a 30-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.